Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, patient complained about infusion set fell off during use. Patient's blood glucose at the time of issue was 11mmol/l. Infusion sets was in use for two days. Patient replaced infusion sets and resumed insulin successfully. No further information available.